Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. A supplemental report will be submitted on completion of the investigation.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2016 for axle disengagement. The circlip was no longer in place. It was not possible to locate it during the surgery. The surgeon changed the femoral component to a new hinge and new axle. (B)(4).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Mets kits are given to hospitals on consignment. It is the responsibility of the hospital to maintain the contents of their consignment stock. The hospitals are also responsible to correctly identify components (inc. The lot number of components) used during surgery and inform stanmore implants worldwide (siw) of the lot numbers. In this case, despite siw attempts to gain this information, no lot information was provided to siw. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2016 for axle disengagement. The circlip was no longer in place. It was not possible to locate it during the surgery. The surgeon changed the femoral component to a new hinge and new axle. This is a supplemental report to 3004105610-2016-00119 ((B)(4)).